Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels as high as 550mg/dl. Manual insulin injections were administered to address the high bg. Reportedly the cause for the high bg was due to the customer¿s personal profile settings needed an adjustment. Recommendation was made to discuss diabetes management with a health care professional.